Manufacturer narrative:
Results: load wheel casting.

Event description:
It was reported by service report that the load wheel broke off. It is unk if there was pt involvement, however no adverse consequences are reported.